Event description:
It was noticed on postop xray that the clip from the trial liner was still in the patient. The surgeon was not concerned about leaving the clip in the patient's hip, and elected not to retrieve it. The patient was in recovery when the discovery was made.

Manufacturer narrative:
Examination of the submitted trial liner confirmed the snap ring component was missing. The user inadvertently over-tightening the threaded insert during use is suspected to be the root cause. Per the reporting; patient x-rays are not available for examination. A preliminary risk assessment and health hazard evaluation was previously conducted for this failure. That investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Corrective action not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.